Event description:
It was reported that a home patient (hp) received a minicap where iodine was dried out. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found the sponges to be inside of the minicap in the normal way. Conditions of povidone iodine absorption in the sponges presented the correct manufacturing characteristics; therefore the reported event was not confirmed. A review of all batch record documents for lot number m13c22a was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.